Event description:
Patient's mother contacted dexcom on 05/13/2016 to report that the receiver displayed an error icon on 05/06/2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).